Manufacturer narrative:
(B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device and companion samples were received for evaluation. Visual inspection was performed with the naked eye. Cracks were identified on the rim of the actual sample minicaps. Functional leak testing was performed and the minicap leaked from the cracked area. The reported condition of cracked minicaps was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the minicap. The cracked minicap was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.